Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed excessive no delivery alarms. Customer's blood glucose was 400 mg/dl at the time of incident. Troubleshooting assisted customer to run a manual prime and the pump did not alarm. Customer was advised that the pump was operating as designed and to monitor the pump. Customer declined high blood glucose troubleshooting. No further details given.